Event description:
It was reported that a lead integrity alert (lia) triggered with the right ventricular (rv) lead exhibiting high impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular(rv) pacing lead was beyond the expected upper range. Analyst commented, on the week of (B)(6) 2014, rv pacing impedance measured 1064 ohms which been slowly increasing from 430 ohms.